Manufacturer narrative:
The insulin pump was received with a detached end cap. The insulin pump also had cracked case, cracked battery tube threads, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the bottom of the insulin pump came off. The customer reported that the insulin pump was bumped. The customer's blood glucose was 11.5 mmol/l at the time of incident. The insulin pump will be returned for analysis.